Event description:
It was reported that the user experienced elevated blood glucose after a meal announcement with minimal carbohydrate intake, reaching approximately 247 mg/dl and remaining above 180 mg/dl for over four hours, with suspicion of an infusion set issue while using the ilet system. Symptoms included hyperglycemia. Outcomes included temporary loss of glycemic control without hospitalization. Investigation included user troubleshooting and education by phone. Investigation of this case revealed no alerts or alarms and no confirmed device malfunction, with a potential infusion set issue suspected but unverified due to lack of product evaluation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.